Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system locked up and shut down during a case. The 9900 system had to be removed and the procedure was completed with another system. No pt injury was reported.